Event description:
It was reported that during a rectum procedure, the head is not connected to the body. The head got disconnected from the instrument after the stapling and cutting. Then the surgeon had to "take off" the staple line in order to take off the instrument's head. Then he had to make the procedure again (stapling, cutting) with another like device. The procedure time was extended about 45 mins.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.